Manufacturer narrative:
Initial and final (B)(4) device 2 of 3. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.

Event description:
Reference number (B)(4). Event occurred in japan. It was reported that patient faced three infusion sets bent cannula events on (B)(6) 2026. The insertion site was buttocks.the blood glucose level was 300 mg/dl and the patient was treated by pen. No further information available.